Event description:
General report received of an unspecified number of device breakage; subsequently, leaks of chemotherapeutic agents were noted. The tubing sets were being used to deliver unspecified volumes of normal saline, at unspecified rates, via plum pumps. At unspecified times, it was reported that unspecified chemotherapeutic agents were added to the normal saline solution containers for deliveries of the chemotherapeutic agents. After unspecified lengths of time, it was reported that the clave secondary port broke off of the cassettes of the tubing sets and unspecified volumes of solution leaked. The tubing sets were replaced and the therapies were resumed. The customer contact reported that the solutions that leaked were cleaned up according to the user facility's protocol. There were no reports of any adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.